Manufacturer narrative:
The elevated cardiac enzymes are a known possible outcome of coronary stenting procedures and are listed in the risk assessment as a potential adverse event. Additionally. Mi, as listed in the IFU is a known potential adverse event associated with coronary stenting. It is possible that the reported elevated cardiac enzymes the morning post-procedure were a result of the mi. There is no indication of a product quality deficiency, however, a conclusive cause for the mi and elevated cardiac enzymes, and the relationship to the device, if any, cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported that in 2008, during the clinical study procedure, an unk rx xience v stent did not cross the lesion. A 3.0 x 28 mm xience v stent was deployed to treat the mid right coronary artery lesion (rca). Reportedly, there were no pt effects. However, the morning after the procedure, the troponin I was found to be elevated. This was related to the procedure and not related to the device. New info received in 2009, reported that the clinical eval committee review result of this event determined it to be a non-q-wave myocardial infarction (mi). No add'l event or pt info is available.